Manufacturer narrative:
Device 5 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 the patient faced eight -infusion set cannula was bent and patient faces symptoms within 3 hours of insertion. The blood glucose level was 380 mg/dl. The site of insertion is abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.